Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.3 cloud - smartphone hardware iphone13.4 cloud - cgm sensor type g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they were wearing a pod when she sought medical attention on (B)(6) 2025 due to slurred speech and confusion, suspecting a stroke. Her blood sugar was 700 mg/dl. She had changed her sensor and transmitter two days prior, but the sensor was faulty. She was taken to the hospital by her neighbor and discharged after nine hours. The diagnosis was high blood sugar, and she received insulin and nurse care. The hospital nurse put on her new sensor and pod. The agent assisted in entering the correct transmitter ID into the omnipod and encouraged the patient to contact her healthcare provider. The patient's highest blood glucose level was 700 mg/dl, and she experienced no redness or swelling at the pod site. The pod cannula was inserted correctly, and there was no insulin leakage. The patient was familiar with the pink slide on the pod.